Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm 3) left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined. The submitted controller event log file contained events spanning from (B)(6)2024. No notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The patient remains ongoing on hm 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. B) contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic and found to be in ventricular tachycardia (vt). The patient was admitted and the vt was successfully cardioverted. The patient was discharged a few days later. The log files were provided for review. The log files were reviewed and captured some clusters of pulsatility index (pi) events. Otherwise, the log file captured routine events with no adverse alarm conditions or parameter changes. The patient had symptoms of heart racing and general fatigue. Overall, the patient was not feeling well. The patient did not have a history of arrythmia pre-left ventricular assist device (lvad). The patient had some atrial fibrillation post implant. The arrhythmia was not thought to be device or therapy related. There was not an implantable cardioverter defibrillator implanted prior to the lvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.